Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of the medical records, the following were discovered malpositioning of the cup, limb asymmetry, bursitis, and synovitis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint: (B)(4). Investigation summary: conclusion and justification status: following inspection of the returned products and review of the information received, it was concluded that it was unlikely that a depuy manufacturing defect was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is reporting a competitor (link) hip head dia 40 mm to luxate from depuy constrained liner when the ring was still closed.